Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The right plunger case was cracked. The reported acu watchdog alarm, along with a primary audible alarm post alarm was found in the event history log (ehl). These alarms were not reproduced during functional testing. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative maintenance.

Event description:
It was reported that the medfusion pump exhibited an audible watch dog alarm. No patient injury or complications were reported in relation to this event.